Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was cirrhosis of the liver. The caller stated that the customer had cirrhosis of the liver and failing health that may have led to the customer's passing. The customer¿s blood glucose was 53 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing. The customer was not using sensors. The customer was throwing up and was ready to go, per the caller. The caller declined to return the insulin pump for analysis.